Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, it was reported that the pump touch screen had a delayed response to interaction. During troubleshooting with tandem technical support the pump was functioning as expected. There was no reported impact to customer's blood glucose level.